Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1zj2h, product type: lead, ubd: 30-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the reason for calling was because he's had a return of symptoms. The patient stated that he fell from a counter top onto hardwood floor a few days after the ins was implanted, noting that he landed on his tailbone. The patient stated that since this time, he has not had symptom control. Regarding his symptoms, the patient stated that he has to change his underwear 5-6 times a day and has to put a pad in his underwear. The patient added that his symptoms are getting back to as bad as they were before he had the ins implanted. The patient stated that he met with the manufacturer representative (rep) who told the patient that the lead pulled loose. The patient added that the rep also adjusted his stimulation settings, which he stated helped with his symptoms for a few days. The patient stated that he then called his healthcare provider (hcp), who redirected him to patient services. On the call, the patient stated that stim was on, program 7 @ 8.5v. The patient stated that he could not increase stimulation any higher on this program. Patient services reviewed that he has reached the max limit. The patient changed to program 1 and increased stimulation from 0.1 to 7.0v. The patient reported that he was feeling "a little" stimulation at 7.0v. Patient services reviewed stimulation and therapy expectations. The patient has programs 1, 3, 4, and 7 available on his handset. Due to the patient falling a few days after the ins was implanted, patient services advised the patient to follow-up with the healthcare provider (hcp) to have his ins checked and/or reprogrammed. No further complications were anticipated/reported.